Event description:
It was reported that right hip revision surgery was performed. Bilateral patient, with left hip revision to be reported via subsequent MDR. Surgeon reportedly described metal debris, elevated metal ion levels in excess of 100 micrograms per liter for both cobalt and chromium and excess fluid in patient¿s hip joint.

Event description:
Revised (B)(6) 2015 and (B)(6) 2016 due to infection. No s&n devices in right side after (B)(6) 2015 revision.

Manufacturer narrative:
Date of event amended. Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.